Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoidectomy, the device would not fire. Additional sutures were used to complete the procedure that extended operating time by thirty minutes. There was no adverse consequence to the patient.